Event description:
Clinical adverse event received for death - not otherwise specified, unknown cause. Treatment/impact: the subject been withdrawn from the study. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).